Event description:
It was reported "it hurts at the catheter and seems like it came out at one time". It was reported the catheter area is "sometimes" red, swollen and tender. It was reported, "I have a pain a lot where they have the catheter that goes into my spine. I have pain a lot there, sharp pains a lot there like its leaking or it just if its came out a little bit or its not put in right or something". It was reported the patient had not had any relief since initial implant and was in constant pain. It was reported the patient had been to the emergency room "28 times in the past 8 months". An MRI was performed on (B)(6) 2013 on the lower lumbar area and the patient was experiencing pain following the MRI. It was noted the patient experienced a lot of pain after a previous MRI as well in (B)(6) 2012. It was also reported, "it's hurting right now where I'm just sitting here. I feel like something's wrong there. I don't know, I feel like I don't know whether it was put in wrong, I don't know whether there's something wrong with the pump, uh, that I'm not getting the right dosage or I don't know what's going on but it's just not working for me". It was noted the patient had their first "emg four days ago" and it was noted the patient had "cages in their back". It was reported that one of the cages "seems to be crooked" and that three neurosurgeons have told the patient that they need "total reconstructive back surgery". The patient experienced symptoms which included sleeping "2 hours at a time, waking up with spasms of pain, not being able to sit, stand or lie down for very long due to the pain", it was reported, the patient would "cry like a baby, hyperventilate", and have anxiety when the pain was severe. Change in gait, difficulty walking, leg weakness, numbness in the legs, falling "to the right or to the left, drop foot", burning feet were reported along with legs that "quit working". It was also reported the patient had "knots on both sides". It was reported the patient used ice packs to try and get pain relief. It was reported the patient took baclofen a few times a day, klonopin for anxiety, and flexoril "when absolutely have to". It was reported the patient was supposed to get refilled "last (b)(5") but the health care provider (hcp) cancelled the refill and wanted to wait for the MRI results. It was reported the device system had previously delivered dilaudid and morphine; however it was unclear at which time these medications had been delivered. It was reported the pump at the time of this report was used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information revealed the patient had not had any relief from this pump since implant, for ¿almost three years.¿ following a dye test, the patient was informed the catheter was both put in wrong, as well as broken. During a catheter revision, a catheter fracture was observed. The patient¿s outcome at the time of this report indicated he was still not getting any relief and was said to ¿hurting pretty bad.¿ he was working with a basic home infusion service to come to his house to regulate the pump, because it was still turned ¿all the way¿ down. It was reported that patient had prialt in his pump.

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Manufacturer narrative:
Final device analysis of the catheter revealed the following: the catheter body was broken.

Event description:
Additional information received reported the patient had been to the emergency room (ER) "some 33 times" in the last several months and "quite a few times" in the last few weeks. It was reported the patient had lost control of his legs, his feet burned, he got the shakes, and "had passed out" a few times. It was reported the patient was "falling around." It was reported the knots the patient experienced "get really big and press against sciatic nerves. It was reported following patient's missed refill, due to health care provider (hcp) availability, the patient had made an appointment the next monday to increase the dosage in the pump. It was then reported, the hcp was still waiting to increase the dosage until the MRI results were available. It was reported the patient wanted to go back to dilaudid because of excruciating pain. The patient would do something like vacuum and then would be in pain, "and the next day will have to go to the ER." It was reported the patient received injects of "isomedrol" in the ER the last couple of times, which reduced the inflammation in the knots. It was reported the shots were wearing off. It was later reported the patient was waiting to hear back from basic home infusion, regarding getting the pump filled. It was reported the patient had gone to the ER again a couple of times and was "in there last night." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that shortly after implant, the patient had a real bad pain in his right, where the needle or tube¿s supposed to go into the spine. Patient reported that all of a sudden, it hurt real bad; got real painful and real tender (can just barely touch it); it kind of puffed up, swelled up, full of fluid; it turned real pink and it was very painful. Then it turned black and blue; real bad bruise. The patient reportedly told the health care provider (hcp) that there was something seriously wrong because he was having severe pain right there where it (the catheter) went into his spine; he told the doctor that he thought it came loose. The patient stated ¿I can¿t remember exactly how he did it, but he had checked it and said that it was fine¿; ¿he was supposedly under x-ray or whatever it was he did¿; ¿he told me it was just fine, but it wasn¿t¿. ¿he swore up and down that it was just fine.¿ ¿he checked it and it was just fine.¿ ¿there was nothing wrong with it.¿ ¿he supposedly--I think--I remember him checking it. I mean, I do n¿t remember if it was by x-ray or what, but he did check it and he said everything looked just fine.¿ ¿from day one, I¿ve never got any relief from it. You know, so I don¿t think it was put in right in the first place.¿ the pump was used to deliver morphine. It was later reported by the hcp that during the catheter dye study, the IV contrast was noted to be in the subcutaneous tissues. It was reported the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had a dye study (B)(6) 2013 that showed the catheter was disconnected. The catheter was "nowhere near" the spine and had not been "hooked up" for the last two and a half years. The dye study showed that "the pump was working, but yet the tubing and the needle was not inserted correctly to begin with." The area where the needle went into the spine was "puffed up, real pink, painful, and turned black and blue." The patient healthcare provider (hcp) was not "worried about it." The patient was going to have a catheter revision and thought the pump was "probably turned off for now." There was "nothing" in the pump at the time because it was "not working." The patient went "totally insane" because of all the medication that he was on in the past. The pump was being used to deliver morphine, dilaudid, prialt, and another drug that was not named. The patient was having difficulty standing for long periods of time. The patient legs would become numb and the knots on his back would start to swell up. The patient started to "hurt real bad" and lose his balance. The patient "fell all over the place" and could not "walk straight." It was later reported that a revision was done (B)(6) 2013 because the catheter was broken. The patient's pump was filled at a lower dose, and it was going to be titrated up. The patient had pain from the surgery and did not "know how it's working, whether it's working." The patient symptoms were not related to prialt as he was not receiving any intrathecal prialt. The catheter had migrated out of the intrathecal space and was in subcutaneous tissue.